Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continued low blood glucose (bg) levels ranging from 50-60 (mg/dl). Reportedly, the customers basal rate settings were set too high. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.